Event description:
The customer reported a loss of vascular imaging mode functionality. No patient or user injury was reported related to this event.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The j6-ip jumper to j6 cine bridge jumper connection was evaluated and identified as the cause of the issue. The cine bridge connection cable was replaced during the service event. The system was tested and found to be working as intended and returned to service.